Manufacturer narrative:
The ge rep performed an on site investigation. The battery was replaced, the xray circuit board was reseated, and the kilovolts were recalibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system image screen went to black instead of displaying an image. No report of pt injury.